Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and blank display. The customer stated the pump alarmed motor error, but at the same time it was unresponsive. The customer's blood glucose was 242mg/dl. The customer inserted a new battery, display did not return. The alarm occurred during bolus. The customer was advised the pump needs to be replaced and revert to back up plan.